Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical engineer calling in with a vapr vue generator unit involved in a patient incident, they were doing a shoulder surgery and the patient first complained about discomfort and bleeding in their ear and the surgeon evaluated it complained about burns inside the patients ear. They want to verify unit is properly functioning . It was a shoulder surgery. There was patient harm and no delay in original surgery

Manufacturer narrative:
Additional information: investigation summary: the device was received and evaluated at the service center. The customer alleged that the device was involved in a patient incident and that there were burns in the patient's ear. However, there was no particular malfunction that was alleged against the device by the customer. Upon evaluation, it was found that the 8-way socket was corroded. However, no functional abnormalities as reported by the customer could be reproduced. The corroded 8-way socket was replaced, a software upgrade was performed, and the unit was re-skinned for cosmetic reasons. The device was tested and found to be working according to specifications. Fluid ingress into the device is the root cause of the corroded 8-way socket. It is possible that this may have contributed to the functional issue reported by the customer, however since the complaint could not be confirmed, no definitive root cause can be established for the same. A review of the device history record indicated that this product (serial number: (B)(4)) was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a review of the device history record indicated that this product (serial number : (B)(4)) was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed.

Manufacturer narrative:
(B)(4).

Event description:
Clinical engineer calling in with a vapr vue generator unit involved in a patient incident, they were doing a shoulder surgery and the patient first complained about discomfort and bleeding in their ear and the surgeon evaluated it complained about burns inside the patients ear. They want to verify unit is properly functioning . It was a shoulder surgery. There was patient harm and no delay in original surgery. Additional information from the sales rep 4/6/18: when did the patient complain about the discomfort and bleeding in the ear, right after the case, during the case, or days after the case? In post op. After surgery. Did the burn appear to be a fluid burn or an electrical burn? The ent doctor said it could be a burn but did not say for certain that it was a burn. What position was the patient in during the case? Lateral. What type of electrode was being used with the generator(please provide product code and lot number)? Premier 90 (left 2 message with the facility to get this information, they are a surgery center and don¿t keep sticker for product in chart) how was the electrode being used, continuous use or intermittently? ->intermittent if used continuous use, how long? Na. If the electrode was a suction electrode, was the suction line connected to something (identify what it was connected to), disconnected, or clamped off? Styker neptune. Was a fluid management system used during the case? If so what type? Linvatec 24k. Was wall suction being used? Styker neptune. What was done to treat the patient¿s burn? Follow up with ent. What is the patient¿s current status? Orthopaedic doctor said patient is doing good. What degree was the burn? What shoulder was being operated on during the case? Left. Which ear was reported to have been burned on the patient? Both.